Event description:
It was reported that a revision surgery was performed due to insert dislocation. The removed poly was labeled as a 60, but when removing it read as a 58. Surgeon checked again to make sure the poly engaged in the cup and it did, so he opened up a 60 constrained r3 liner which also engaged in the readapt cup.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The laser etching on the device is incorrect; it read size 58 instead of 60. The device has signs of damage from insertion/ extraction. The device was manufactured in 2019. The clinical / medical investigation concluded that, it cannot be ruled out, but the patient¿s non-compliance with discharge instructions likely contributed to the dislocation that subsequently lead to a revision. However, the reported issue was confirmed by the product evaluation, the laser etching on the device is incorrect; it read size 58 instead of 60. The future impact to the patient beyond the revision cannot be determined. The finding of the incorrect labeling on the device was incidental and did not contribute to dislocation and revision that resulted. No further clinical assessment is warranted at this time. The dimensional evaluation found the device to be within specification; only the laser marking is incorrect. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause of the reported event is likely a manufacturing process error. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.